Event description:
Philips received a complaint by the customer on the v60 indicating that the devices fan intermittently turns off. It was reported there was no patient involvement at the time the issue was discovered. The customer, with the assistance of a remote service engineer, identified an issue with the device's fan, which was intermittently turning off every four seconds. Upon checking the battery, which measured 15.9 volts, the customer discovered a loose red wire at the battery terminal. After detaching and reinstalling the battery, the fan operated continuously, and the battery charged properly. The device subsequently passed the necessary performance verification tests as per philips standards and was returned to service. The investigation concluded that no further action is required at this time, though the complaint file will be reopened if additional information arises.